Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the fractured wire occurred. The target lesion was located in the distal left anterior descending (lad) artery. A rotawire¿ and wireclip¿ torquer was selected for use. During procedure, a non bsc microcatheter was used to exchange a pressure wire to a floppy rotawire¿ instead of directly wiring the calcified segments of the distal lad with the rotawire¿. Meanwhile, the burr was still outside the patient and not yet activated when it was noted that the distal tip of the radiopaque segment of the wire snapped off and a short length of the radiopaque wire segment was in the distal lad. The whole kit was completely removed from the patient's body. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has a spring tip fractured at 328.5 cm from the proximal end of the device and the other section of the spring tip was not returned. A kinked body was also found. The outer diameter of the middle and proximal section of the device were found to be within specification but the overall length and outer diameter of the distal tip could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the fractured wire occurred. The target lesion was located in the distal left anterior descending (lad) artery. A rotawire¿ and wireclip¿ torquer was selected for use. During procedure, a non bsc microcatheter was used to exchange a pressure wire to a floppy rotawire¿ instead of directly wiring the calcified segments of the distal lad with the rotawire¿. Meanwhile, the burr was still outside the patient and not yet activated when it was noted that the distal tip of the radiopaque segment of the wire snapped off and a short length of the radiopaque wire segment was in the distal lad. The whole kit was completely removed from the patient's body. No further patient complications were reported and the patient's status was stable.